Event description:
Philips received a report that the patient suffered a full thickness burn (i.e. Third degree) and a second degree burn with a blister >2.5 cm on each inner thigh directly across from one another, during pelvis examination, using torso coil.

Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The injuries, a full thickness burn (i.e. Third degree) and a second-degree burn with a blister >2.5 cm on each inner thigh directly across from one another, are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. No padding was used to prevent this from occurring. Skin-to-skin contact can easily occur in the groin area and between the inner thighs. However, near contact in the groin area cannot easily be prevented and it does not always lead to skin-to-skin burns. Whether or not the skin is moist is one of the potentially decisive factors. Moist skin has an increased burn risk as sweat lowers the skin resistance.